Event description:
It was reported that during an endometriosis procedure, usually the doctor uses the device with the electrode tip unexposed. The device was used in the same condition, however, the doctor felt that the strength of the sheath was unsatisfactory during use. The device was used as-is. There were no adverse consequences to the patient.

Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.